Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation outcome. It was reported to hamilton medical ag: "I found alarm tf 5509,9907 when turn on unit." Patient was involved. No intervention necessarily, no health or consequences to the patient was reported. The root cause was determined to be a defective inspiratory valve assembly. The component was replaced by a technician, and following calibration, the ventilator passed functional checks and operated as intended.

Event description:
Hamilton medical ag received the following event description: "I found alarm tf 5509,9907 when turn on unit." Patient was involved. No intervention necessarily, no health or consequences to the patient was reported.